Event description:
One endeavor sprint rx drug-eluting stent was implanted in the distal lcx. An acute non-stemi is reported to have occurred the following day. It is unknown if the target lesion is involved. Patient was asymptomatic at 30 day follow up.

Manufacturer narrative:
Evaluation codes: results - (myocardial infarction).